Manufacturer narrative:
(B)(4). The additional images were requested but not available right now. Also was involved rlt261218/14713943. Pla280300/14596427 UDI# (B)(4). Rlt261218/14713943 UDI# (B)(4). According to the gore excluder aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites. Furthermore, potential device or procedure related adverse events may include endoleaks. Additional considerations for patient selection include but are not limited to patient's anatomical suitability for endovascular repair. Additional considerations for patient selection include but are not limited to: ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath. Anatomical requirements: iliac artery treatment diameter range of 8-25 mm and iliac distal vessel seal zone length of at least 10 mm. According to the sizing guidelines for the pla280300, the aortic diameter range is 24-26mm. For the rlt261218 the aortic diameter range is 22-23mm, and iliac diameter range is 10-11mm. Additionally, the IFU states, adverse events that may occur and/or require intervention include, but are not limited to component migration and endoleak.

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly, the patient had an inadequate anatomy as an angulated aortic neck and a bad access due to calcification. It was reported that when the physician tried to advance 18fr gore&#59396;dryseal sheath on the right side, the sheath got stuck on calcification in the right common iliac (rci) and right external iliac (rei) arteries. An 8mm pta balloon was used for dilation twice without success, and the 18fr sheath was exchanged for a 16fr. It was reported the physician experienced some difficulty in cannulating the contralateral gate, reportedly due to thrombus in aneurysm sac. The main body was deployed completely and the physician went up and over the flow divider and snared the wire from the left. After this, a 12fr sheath was advanced up the left side and the contralateral leg component was deployed. Then the proximal neck and the left side were ballooned. Ballooning was reportedly not able to be performed on the right side due to not being able to advance a guidewire up that side. Final imaging revealed a proximal type I endoleak. An aortic extender component was placed following by ballooning; however, the endoleak persisted. Additionally, during the initial procedure on (B)(6) 2016, the physician discovered that both devices migrated distally about 25mm. No vessels coverage were noticed. According to the physician, the cause of endoleak was due to the aortic neck angulation, incorrect device size (vessels measurements unavailable) and migration. The physician confirmed that the aneurysm didn't enlarge. On (B)(6) 2016, the patient underwent the additional procedure to treat a proximal type I endoleak using two aortic extender components (pla280300/unknown). The patient tolerated the procedure.

Manufacturer narrative:
Please note, the images received confirmed the information earlier provided.